Event description:
Boston scientific received information that the patient with this device system was lost to followup and had changed physicians. The device system detected a shock impedance greater than 200 ohms for approximately one year. The physician elected to continue to monitor the device system and no intervention was to be performed at this time. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.